Event description:
It was reported that a powered wheelchair kept driving when the user released the joystick, pinning her between her ramp and doorway. The user's foot was bruised and swelled and no medical attention was sought.